Event description:
Reporter indicated that the device has reset. When interrogated, the device was programmed to 0ma output current and the serial number was not displayed. Inadvertent reset of device output current to 0ma would result in loss of vns therapy. Device malfunction is suspected. No adverse event was reported as a result of the device reset. Attempts to obtain additional information have been unsuccessful to date.